Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracked case on their insulin pump. It was reported that the pump was dropped. It was reported that the pump screen was scratched, making it difficult to read the numbers. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No display anomaly was noted. The pump had a cracked case at the display window corners, battery tube threads, reservoir tube lip, minor scratches and a cracked display window, and missing end cap sticker.